Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative a patient experienced a phaco burn due to the phaco tip getting clogged during a procedure. The surgeon tried replacing the phaco handpiece, however, the clogged continued until the phaco tip was replaced. The surgeon indicated the patient is "ok" and "no long term damage resulted". Additional information was requested; however, none has been received to date. This is one of two patients reported by this surgeon.

Manufacturer narrative:
This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No kelman mini-flared phaco tip sample was returned for evaluation for the report of occlusion that resulted in a corneal burn; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).